Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported that one day following bilateral lasik surgery, the patient presented with irregular cornea, at the epithelial basement membrane level. The vision declined for several days and then resolved and healed. The appearance of the basement membrane continues to improve. Per the risk manager, it was suspected that the corneal flap was thin. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: a review of the technical service onsite showed no abnormalities that could have contributed to this event. The system history showed that the laser was successfully verified prior to, and after the date of treatment. No technical root cause was identified as the system was operating within specifications. The manufacturer internal reference number is: (B)(4).